Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day post device upgrade procedure, the right atrial lead exhibited loss of capture. The patient was asymptomatic. X-ray revealed the lead was dislodged. The lead was explanted and replaced without any complications. The patient's condition was stable post procedure.